Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network transmission reviewed today for a patient showed 6 atrial fibrillation (af)/atrial tachycardia (at) episodes. Upon checking the episodes tab on the website for more detail, there were 70 episodes with dates from 2 years prior to the patient's implanted device. The report was printed and the episode page listed a different patient name and different device serial number than what was on the remote monitoring network main quick look page. Later in the day, the clinician logged back into the remote monitoring network, pulled up the patient, and the correct episodes listed. The network remains in use. There was no patient involvement.